Event description:
Patient's father called; patient's initial surgery was in 2007 and the additional surgery was eight months later. There was a small bump that looked like it was trying to break through the surface and did not know when pain started.

Manufacturer narrative:
Product recall initiated on 08/21/2007.